Event description:
Paramedics attempted to monitor the ECG of a person experiencing a gran mal seizure. The device allegedly failed to display the pt's ECG. Dashed lines were displayed on the monitor indicative of a lack of connection to the pt or device. Another lifepak 12 defibrillator/monitor was made available using the same pt cable and also failed to display the pt's ECG. Another pt cable was used and the pt's ECG was properly displayed. There were no adverse affects to the pt reported as a result of the alleged malfunction.